Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the device was held at a 45-degree, but the suture was not present when the plunger was removed (a cuff miss occurred) with two prostyle devises. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (elhr) review and corrective and preventive actions (CAPA) database review for the reported lot revealed no indication of a product quality issue. Additionally, a review of the corrective and preventive actions (CAPA) database revealed no related complaint assessment capas. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under separate medwatch report number.